Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 300 mg/dl at the time of incident. The customer's blood glucose was 500 mg/dl at the time of hospitalization. The customer's blood glucose was 340 mg/dl at the time of call. The customer also stated that the blood glucose almost reached 600 mg/dl. The customer stated that they were treating the blood glucose with the insulin pump. The customer stated that they were wearing the insulin pump during hospitalization. The customer stated that the drive support cap appeared normal. The customer declined to check for settings. The insulin pump will not be returned for analysis.